Event description:
The complainant reported a (B)(6) male patient presenting with cardiomyopathy. The impella 5.0 was selected for hemodynamic support. During support, the patient developed an access site infection that prompted antibiotic treatment. An access site bleed also formed requiring a blood transfusion.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed.

Event description:
Additional information, the pump exhibited low purge pressure and a purge leak that prompted device replacement.

Manufacturer narrative:
The investigation for the reported purge leak, low purge pressure or purge system leak, infection and access site bleeding issues has been completed. The impella device was not received from the customer nor was clinical information provided sufficient to determine the root cause. Therefore, the root cause of the reported issue could not be determined. This report is being filed as part of a retrospective review of historical records. Corrected information for the initial MFR 1220648-2022-01310 was provided in sections b1, b5, d6, g2, h1, and h6.